Event description:
It was reported that the patient presented emergency room. In was noted that the implantable cardioverter defibrillator exhibited marker anomaly. The reported device was explanted on (B)(6) 2022. The patient's condition was unknown.

Manufacturer narrative:
The reported event of marker anomaly was not confirmed. As received, a device was returned for analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and anomalies were identified.